Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown.device manufacture date: unknown. Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported an unspecified bd" catheter malfunctioned during use. The following information was provided by the initial reporter: "when starting peripheral IV for outpatient for procedure, using ultrasound I accessed vessel with IV needle, saw blood flash, advanced cannula and removed needle. Blood had filled into the blocked ""bloodless"" area of the IV cannula. I next attached extension tubing to IV catheter and blood would not advance. I checked to be certain that I attached the tubing completely to the IV cannula and saw that it was secured. I attached a syringe to the tubing to try to draw my blood sample but could not get blood to move from the (plugged) area of the cannula. Unable to get blood, I had to remove this IV from patient. I went on to try to manipulate this cannula and found that the bloodless diaphragm in the cannula had not moved. After some maneuvering with the cannula, I finally saw the diaphragm pop loose, and I was able to get the blood to move toward my syringe.